Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d10, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ impact codes), h11, e3, e1 (event site telephone). A getinge field service engineer (fse) evaluated the unit and after troubleshooting found helium reservoir leaking. The fse tightened the connections and returned the unit to service. All functional and safety checks are met to factory specifications. The o-ring, buna (0354-00-0208) & helium refilling station (0998-00-0801) were used for troubleshooting.

Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) was not holding helium. There was no patient involved

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not holding helium. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.